Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). There are plans to reimplant the patient with another device, but it is unknown if this has happened as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, patient underwent surgery to access sleeper fixture on (B)(6) 2012. Correction: the correct catalog number is 90434; not 90432 as previously reported. This report is filed (B)(4) 2012.